Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit with an allegation of visualization of particles. The device was returned to a third party service center. During visual inspection of the device, it was determined the complaint was not confirmed and there was no visualization of foam particles. The device was routed to scrap. There was no serious patient harm or injury associated with this notification and no increased risk to the intended user. Based on the information available, this complaint is considered not reportable.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.